Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain supervisor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band failed to inflate properly. The patient developed a hematoma. The procedure performed prior to the use of the tr band was coronary angiogram. There was no blood loss.